Event description:
Boston scientific received information that this system was exhibiting right ventricular (rv) impedance measurements greater than 2000 ohms. Additionally, intermittent pacing was observed when pressure was placed near the header of the device. The caller stated there could be a fracture of the competitive rv lead or a potential device header issue. The patient is pacemaker dependent and temporary pacing wire was implanted. No other adverse events have been reported.

Manufacturer narrative:
Additional information was received confirming the competitive lead had sustained a fracture and which resulted in the reported clinical observations.

Manufacturer narrative:
The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.